Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery. The root cause for the failure was insect contamination within the battery charger. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor reported that a battery charger was unable to charge batteries.